Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2024 and suture was used. During the procedure, the top of needle broke off. The patient needed an x-ray to rule out missing/left product. The patient required conversion to a general aesthetic due to the delay in completion of procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes was the procedure delayed? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What was the size of the broken needle fragment? Was the needle fragment seen on the x-ray? Was more than half the needle retained in the patient? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will any product be returned? If so, please provide the return date and tracking information.